Manufacturer narrative:
(B)(4). The device has been returned and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the centrifuge malfunctioned causing the balancing to be off, not allowing for an accurate spin. This was identified in an office setting; no patient or surgical involvement. No further information is available at the time of this reporting.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Reported event was confirmed via visual examination of the returned device. The device exhibits damage consistent with use over time. DHR was reviewed and no discrepancies were found. Root cause is attributed to wear out due to normal use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.